Event description:
It was reported that, "patient presented to dr. (B)(6)'s clinic, admitting that in the past two weeks he had a sudden onset of drainage about the right hip. It was noted that he had an obviously infected right total hip arthroplasty. He had erythema and warmth and a draining wound. The plan was then to admit the patient to the hospital, start on IV antibiotics, removal of his implants, and possible two-stage reimplantation. On (B)(6) 2007, the patient's arthroplasty implants were removed with a placement of an antibiotic spacer. On (B)(6) 2008, arthrotomy and I & d of right hip infection. Also, the patient previously retained hardware (from a surgery performed prior to the t.h.a.) Was removed from his acetabulum. On (B)(6) 2008, revision right total hip arthroplasty was performed."

Manufacturer narrative:
The following other hip devices were also listed in this report: tritanium revision acetabular, cat# 509-02-56e, lot# 8emmkd; v40 cocr lfit head 36mm/-5, cat# 6260-9-036, lot# 2lvmmd; accolade plus tmzf hip stem #5, cat# 6021-0537, lot# 22918702; gap plate screws, cat# 2080-0030, lot# 0lhmld. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the devices cannot be performed as the revised devices were discarded in 2007 and were not returned to the manufacturer. When completed, the evaluation summary will be submitted in a supplemental report.